Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 21 mm sjm trifecta valve was implanted. Approximately three years postoperatively, the patient presented to the emergency room where it was determined the valve had a significant leak. On (B)(6) 2016, the valve was explanted and a 19 mm mechanical valve from another manufacturer was implanted. Per report, a cusp tear was observed in the explanted valve. The patient was reported to be recovering.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.